Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 490 mg/dl. The customer stated that he had trouble with his blood glucose. The customer stated that he had unexplained high readings. The customer stated that he had issues with the batteries in his pump. The customer's stated that the issue started with his current blood glucose of 411 mg/dl. The customer stated that he changed the site. The customer was advised to monitor his blood glucose and call back if further assistance is needed.